Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported infusion set tubing came apart while sleeping. The site location was at left side of the abdomen. The location of detachment was at site. The infusion was being used for 2 days. Reportedly, the pump was laying on the patient's side. The infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was not sure whether there was any stress or pull on the tubing, however, the pump was not dropped with the set connected to the patient's body. The patient also stated her blood glucose was high due to this detachment. No further information available.